Event description:
Two failures with goldenburg snaircoil needles from bone marrow biopsy trays. In first incident, the needle would not disengage in the off position and allow the removal of the bone biopsy sample. The lever will not stay in the off position and is loose. The procedure had to be redone using another company's biopsy needle. The second incident occurred the next day. During this bone marrow biopsy, the stylet would not disengage from the needle to allow for deeper penetration into the bone. Because of this complication, the physician lost the placement of the needle that was in the bone. Both physicians are very proficient in the use of these needles, and feel strongly that this is a product defect. This time, again, another biopsy needle - not from the same co - had to be used. This was caused pts to undergo more than one invasive procedure, when it was not necessary.